Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise and high out of range shock lead impedance measurements. Technical services (ts) recommended the programming of the lead be changed and monitored. This rv lead remains in service. No adverse patient effects were reported.